Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the cuvettes and the wash probe to resolve the issue. Beckman coulter internal identifier (B)(4).

Event description:
The customer reported receiving erroneous patient results for multiple chemistries on the unicel dxc 800 synchron system. There was affect to patient treatment in association with this event.